Event description:
The patient presented with a popliteal aneurysm. A 6x10 viabahn device was advanced over a terumo 260 stiff glidewire to the target site, crossing the aneurysm. The distal landing zone was approximately 0.5 cm to 0.75 cm beyond the aneurysm close to the peroneal/tibial trunk. When the physician started to pull on the deployment line, resistance was felt and the tip of the device started to buckle/bowstring. The technician continued to pull harder and yank on the line and the entire viabahn device was inside the aneurysm in a u-like shape. The deployment line was stuck. The physician performed a cut-down, to pull the device into the introducer sheath. The device had deployed off the catheter and was caught in the sfa proximal to the popliteal aneurysm. The device was removed from the patient. The procedure was completed implanting another viabahn device. The patient was fine at the end of the procedure.

Manufacturer narrative:
The investigation into this event is currently in process. A review of the manufacturing paperwork was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.